Event description:
Same case as 1527460-2010-00088. The complainant reports a balloon burst. Balloon on item has burst two times in a row.

Manufacturer narrative:
(B) (4): the device reported, list number m188, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51360, that is marketed domestically. (B) (4)